Event description:
It was reported that during the surgical procedure, the system shut down and the customer experienced a low battery error code when restarting the system. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering discovered that the surgeon's console power plug was plugged into a multi-plug power distribution unit which was not connected correctly, thus causing the system to switch to battery power multiple times during the surgical procedure and consequently depleting the battery power and generating the error code experienced by the customer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure.